Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue; however the air bubbles continued to be observed. Customer performed a cartridge change resolving the issue. Customer¿s blood glucose level was 322 mg/dl with trace levels of ketones. A temporary rate was set, a manual injection was administered and a correction bolus was delivered to address bg.